Event description:
It was further reported on (B)(6) 2013 that the patient still had pain. The area also had a big lump. No additional information was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported there was painful right sided spinal cord stimulator battery with wound dehiscence. It was reported there was removal of spinal cord stimulator battery right buttock, and irrigation and debridement right buttock pocket. It was reported the patient had increasing pain in the right buttock and was to the point where the stimulator was not working. It was reported that due to the persistent nature of the pain and wound drainage and dehiscence of the inferior portion distal to the wound the risks, benefits and treatment alternatives were discussed with the patient in detail. It was noted the health care provider recommended removal of the spinal cord stimulator battery as well as irrigation and debridement with closure of the main incision as well as the secondary incision. The patient agreed to go ahead with the surgical procedure, signed all of the appropriate consent forms and he underwent treatment alternatives.

Event description:
Additional information received reported that the cause of the event was non-device related and due to a loss of weight and a ¿prominent battery/wound.¿ it was noted that the stimulator was removed.it was reported that the patient had symptoms of pain but recovered without sequelae. It was noted that impedance measurements weren't used.

Event description:
It was reported that patient's device "blew up" and the patient developed a hole in his back. It was stated that within 3 days, he had the unit completely removed. It was reported that "all the excess parts were scraped out from his back." It was stated that the patient was not sure how this had happened. It was reported that the patient had developed pain. It was stated that the device did help in the beginning. The device was removed approximately two months prior to the report. It was also reported that the patient didn't know that the device "blew up," but there was a hole in his back over the ins (implantable neurostimulator) site. It was unclear if it was an infection and it was stated that he was still having problems at the site and it was sore. It was stated that the doctors did not tell him anything and just removed the device and "scraped out his back." Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 3888-33, lot# v638051, implanted: (B)(6) 2011, product type: lead. Product ID: 3998, lot# v590202, implanted: (B)(6) 2011, product type: lead. Product ID: 3888-33, lot# v513037, implanted: (B)(6) 2011, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Correction: the following sentence was previously reported: ¿it was reported that ¿all the excess parts were scraped out from his back.¿¿ further review of the event indicates that the following sentence was actually reported, ¿it was reported that the doctor had to ¿scrap all kinds of gook and gunk out of it¿ and the patient had been having problems with pain ever since. It was noted that the device had always worked, that the patient never had any problems until he woke up one morning with a hole in his back.¿ additional information received reported that the device was in normal condition when explanted. It was noted that the patient¿s doctor stated that the device did not explode as the patient had stated. The patient had lost a massive amount of weight and did not have any adipose tissue to support the battery. It was also indicated that the patient had dehiscence and drainage as well so the entire system was removed. There were no pathology or labs done, and the device was not saved. The dehiscence was a result of the weight loss and not caused by the battery according to the patient¿s doctor.